Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 14. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.